Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3093-28, lot # va09byu, implanted: (B)(6) 2013, product type lead; product ID 3093-28, lot # va08lpt, implanted: (B)(6) 2013, product type lead; product ID 3058, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient experienced retention, nausea, and pain. It was stated that the first time the patient had retention, it lasted 10 days. Then the patient was reportedly doing well for 2 weeks and the patient went back into retention. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. This event was also reported under manufacturer report # 3004209178-2015-19099.